Event description:
The following event was reported to the clinical safety officer as part of ees clinical trial cm-99-000. In tonsillectomy: pt underwent tonsillectomy with the harmonic scalpel in 2000. Subject had significant history of tonsilar hypertrophy and sleep obstruction. Later in 2000 the pt was seen in ER after vomiting large amounts with blood clots. IV started, transferred to children's hospital and admitted for 23 hour observation, no other treatment was required. The surgeon felt this event was possibly related to the harmonic scalpel influenced by vomiting. Recovered without sequelae.